Event description:
It was reported that cartridge alarm 20 occurred on pump, and issue did not occur during load process but had been reported previously with same pump. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged pump replacement, confirmed shipping address, instructed customer to place pump in storage mode before return, advised customer to reprogram pump settings and reconnect continuous glucose monitor on replacement pump, and requested return of problematic pump using pre-paid label within 10 days, which customer understood and acknowledged.